Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's right ventricular lead was failing to capture. The issue was not resolved at the time. More information was requested, but not received.

Event description:
New information noted that the right ventricle lead was capped and replaced on 2018. Patient was stable post procedure.